Manufacturer narrative:
Unique identifier is unknown. No information has been provided to date. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Tamper seals were removed/broken on bottom case and plunger assembly. Top case was cracked by front corners and tube holder. Plunger head was cracked by all screws. Bottom case was cracked by main screw. Force sensor test error was observed in event history log. The technician performed power up process, checked and test force sensor. Force sensor test error was found at power up and failed force sensor reading, at 0.00 pounds (lbs). The force and the count reading at 0.00, also when plunger lever was pressed the force and the count reading were fluctuating both. The root cause of the reported issue was found to be combination of force sensor and plunger cable was no longer operating properly as a result of normal wear. Pump is over 13 years old. The technician replace plunger cable and force sensor. Performed preventive maintenance and all functional testing, which passed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that force sensor test failure occurred. No patient injury was reported.